Event description:
The patient contacted animas on (B)(6) 2013, reporting that her blood glucose (bg) was 540mg/dl to 550mg/dl. The patient that last night it started to rise last night at 7pm but she did not take any boluses with pump to correct it. The patient stated that they took 10units injection at 2am. The patient and the son reported that the patient was not getting any insulin yesterday or last night. The son stated that the patient was tongue tied and not willing to tell him about her high bg and unable to speak normally at 12am. The son stated he had come over between 2-3am to check on the patient when her bg was 520mg/dl - 542mg/dl. At present the patient's bg was 270mg/dl. The patient reportedly ate some snacks and did not take bolus or shot to cover the food. The patient stated that she did not eat dinner last night because she was not feeling well and that she only ate grapes. Troubleshooting with customer support (cs) revealed that the basal rate is accurately programmed but since the time/date was inaccurate, the patient was receiving the wrong basal rate for the time of day, which could be possible reason for high bg. Cs reviewed the history with the patient and son and that the last bolus patient received was yesterday at 8:30am, if she continued to eat with any additional insulin, that would be cause of her bg rising. Cs instructed that the patient needs to be sure to give boluses for high bg and/or food eaten per hcp guidelines. The patient and son agree that the patient did not follow correct procedure which would cause her bg to rise. The patient lives alone and son does not feel comfortable with pump function or set/site changes. Son may benefit from training. Cs attributed event solely to diabetes management. Cs instructed patient and son that the high bg was due to multiple factors, the time/date being incorrectly programmed, no boluses being programmed to cover food or snacks yesterday, the site was changed earlier in the day and then bg started to rise.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (incorrectly programming the time/date reset to the pump, no boluses being programmed to cover food and the site was changed earlier in the day and then bg started to rise).

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history showed a manual date change from (B)(4) 2013 00:08 to (B)(4) 2013 00:08 and from (B)(4) 2013 00:34 to (B)(4) 2013 12:33. ¿no delivery, exceed tdd¿ warnings were recorded in the pump history on (B)(4) 2013 at 22:18; the delivery was not resumed until (B)(4) 2013 at 00:00. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the display screen was found to be discolored; the display screen was replaced with a test screen and the display returned to normal. Also unrelated, the pump force sensor calibration test found that the force sensor was out of calibration.